Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date during hospitalization, the patient was treated with an anti-inflammation injection (dose, frequency and route not reported) for the event of peritonitis. At the time of report, the patient was recovered from the event of peritonitis. The action taken with dianeal therapy was not reported. No additional information is available.